Event description:
Boston scientific crm received info that one day post-implant this dextrus rv lead exhibited high thresholds, non-capture and low sensing measures. In a revision procedure the dextrus rv lead was repositioned.